Event description:
It was reported that during an unknown procedure, the clips would not advance. The clips were stuck in the jaws of the applier. The device was unusable. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.